Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reports being unable to obtain a result due to an error on the aviva nano device. The customer felt very weak and was less active. She did not feel well due to narcolepsy, so she took a long nap of around 5 hours. Customer said she woke up feeling very weak, blurred vision, and perspiration, uncontrollable shaking, and inability to stand. She said that her husband called her to check in on her around that time. When he did not get an answer, he called the customer's sister to go to her house to check on her. She found the customer passed out on the couch. She tested the customer on her own meter (not an accu-chek meter) and obtained a reading of 1.1 mmol/l. The customer thinks she was unconscious for about 30 minutes. The customer's sister helped administer a juice box of orange juice into the customer's mouth. The customer's husband helped her eat some chocolate and then pizza and eggrolls. About an hour and a half later, she started to feel better. The customer currently feels fine. The customer did not require hospitalization. Requested return of suspect device and replacement was sent.